Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin tubes, four (4) tubes broke during centrifugation. There was no report of impact to patient or user.

Manufacturer narrative:
H.6 investigation summary: bd received 56 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for tube breakage with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.